Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient called the hcp as was she was trying to give herself a bolus and received a 8286 error code, the empty reservoir code. The hcp indicated that the patient was scheduled for a refill (B)(6) 2013. The patient stated she thought she was getting overdosed, was sedated. The patient was not with the hcp at the time of the report. The ptm dose was 15.02mcg for a total dose of 118.49mcg/day with max activations. It was discussed interrogating the pump and checking the pump status. The pump was used to deliver hydromorphone. Additional information later reported the patient went to the hcp¿s office yesterday (B)(6) 2013 and had her pump filled. The hcp changed the concentration and the patient tried to give herself a bolus before leaving the house and she received error code 8503. The patient indicated that she had already spoken to the hcp and was told that she should be able to receive bolus after 6 hours. Additional information has been requested, but had not been received as of the date of this report.